Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed software error. The insulin pump passed self-test, the alarm was cleared. Insulin pump will be returning for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit passed self-test and displacement test. Formatted history file analysis confirmed pump error due to software error (tt 2252). Unit was received with cracked case at the reservoir tube lip and retainer. Unit was received with minor scratched display window, case and keypad overlay.